Event description:
Per report, during a transfemoral retroflex3 procedure, upon removal of the 22fr sheath a final angiogram was taken that revealed the patient's right leg had thrombosis. The physician wired the right femoral artery and was able to restore flow with two stents, a 12x80 and 10x40, placed in the common femoral and external iliac. The patient was stable and moved to recovery. The physician's thoughts on the root cause for the leg thrombosis was too much protamine was given the patient's access vessel diameter was 7.1 mm with no calcification and severe tortuosity.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the edwards lifesciences clinical specialist: nothing abnormal was noticed while inspecting the 22fr sheath prior use. During the procedure, the physician did not encounter difficulties while inserting or removing the dilators, nor the sheath. The device was not returned as there was no allegation of device malfunction. In this center is standard practice to give protamine to the patient at the end of the tavr procedure; however, in this case a higher than normal dose was given. According to the instructions for use (IFU) for the retroflex 3 introducer sheath set, complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement. Protamine can be given to reverse the effects of the heparin used in the tavr procedure. In this case, as per the physician's comment, it is likely that the use of a higher than normal dose of protamine contributed to or caused the reported leg thrombosis. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.